Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a broken sensor wire occurred. Additionally, the patient stated that they believed part of the sensor wire may have been retained in the skin because the portion of the sensor wire that was sticking out from the base of the sensor pod seemed shorter than usual. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire was attached to the sensor pod and seal carrier, and was not broken. The sensor wire was inserted farther than designed into housing puck, resulting in a seemingly shorter sensor wire. The customer's complaint of a broken sensor wire was not confirmed. A root cause could not be determined.